Event description:
It was reported that the patient underwent an acdf, c5-6-7 to treat herniated disks at c5-6 and c6-7. Allograft, rhbmp-2/acs and an anterior plate were used. No complications were noted. 68 days post-op, the patient presented with new onset of left arm pain with stiffness, extending into the second and fourth digits. An MRI was interpreted as follows: "moderately extensive paravertebral soft tissue edema is noted extending from c4 to t1 bilaterally, associated with extensive marrow edema involving the c5, c6 and c7 vertebral bodies. No evidence of soft tissue fluid collection." 183 days post-op, the patient presented with difficulty swallowing with symptom worse since surgery. An MRI was interpreted as follows: "paravertebral soft tissue prominence immediately anterior to the cervical fusion level. There is no evidence of fluid collection or other significant abnormality that would be worrisome for infection" anterior interbody fusion at c5, c6 and c7, without evidence of recurrent herniation. There is foraminal stenosis primarily noted at c6-7 on the left with moderate left foraminal stenosis and possible continued left exiting c7 impingement. Correlation is suggested." 203 days post-op, the patient presented for a consultation. Per the physician's notes, the patient "reports to me that his dysphagia started immediately after the surgery, even while still in the hospital. He did not have any dysphagia prior to this. He also complains of headaches, which have been present since the second accident or at least worse since the second accident. He said he does remember having headaches all the way back to his first accident. Over this period of time he has had multiple courses of steroids over many weeks" he does complain of neck pain/ pressure/numbness which radiates down both of his arms when he starts working with heavy equipment or uses his upper extremities for a long period of time." 224 days post-op, the patient presented for a cervical myelogram. Imaging was interpreted as follows: status post anterior cervical discectomy with instrumented fusion at c5-6 and c6-7 with incomplete healing identified at the c5-6 level to date. No evidence of motion segment instability at the superior adjacent c4-5 segment. No definite nerve root compression to explain the patient's bilateral arm pain and numbness. A CT scan was interpreted as follows: "incomplete healing of the fusion at both levels" no complication is identified. Moderate foraminal stenosis bilaterally at c6-7 without direct nerve root compression. Superior adjacent segment facet joint degeneration at c4-5 associated with a mild broad-based disc bulge. No spinal cord compression or significant foraminal stenosis is appreciated. Small central contained disc herniation at c3-4, mildly indenting the cord without associated foraminal stenosis. At 1499 days and 1618 days post-op, the patient underwent epidural cervical steroid injections. There were no complications or adverse reactions.

Event description:
Reportedly, post-op "after some time, I developed overgrown bone, experienced significant pain and suffered other serious injuries."

Manufacturer narrative:
A review of radiographic images found as follows: (B)(6) 2005 post-op ap, lat cervical films c5-c6-c7 with allograft. (B)(6) 2005 - ap/lat venture plate c5-c7. 9-26-05 bulging discs with mild stenosis c5/6, c6/7. Dural sac is effaced but no hnp or cord compression. (B)(6) - MRI shows good position of fusion, plate screws. (B)(6) 2009 previous fusion c5/6, c6/7. Some adjacent djd c7/5, c7/1. (B)(6) 2008 chest CT with mild arterial stenosis at previous surgical levels likely fusion. Vascular study shows intact corotid and vertebral area.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).